Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during head and neck surgery, the doctor found out that the suture was broken as soon as it was pulled.